Event description:
The customer originally reported that during an abdominal hysterectomy, while working on a broad ligament, the jaws could not be re-opened. The surgeon was able to manually pull the instrument off tissue and completed the procedure with manual suturing. There was no pt injury. A maude event report was later received that stated an ovarian vessel was bleeding and required hemostasis. The report listed a different lot number from what was previously reported by a different site contact. The amount of blood loss was not made available from the customer.

Manufacturer narrative:
(B)(4). A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was contained within the jaws and the jaws had to be pried open. The knife webbing was bent. The knife edge was not damaged. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien (B)(4) has implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece.